Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant of this right ventricular (rv) lead, 25 helix rotations were required for lead tip connection. At this location, measurements were poor and lead attempted to be repositioned after a five minute waiting period to ensure poor values. Following repositioning, the helix failed to extend after 30 rotations and the rv lead was removed. Another rv lead of same model type, was then implanted without complication. The attempted implant lead was returned for analysis. No resulting adverse patient effects were reported.